Event description:
Additional information: the pump infection was diagnosed through a culture. Pus and redness at the site were noted. The infection was noted in the pump pocket, driveline and outflow graft.

Manufacturer narrative:
The patient later underwent a pump exchange as reported under MFR #: 2916596-2023-05645. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 - the event date is unknown and has been estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported that the patient developed a chronic pump infection.